Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of white balance couldn't be carried out, was not confirmed. The device evaluation found the reportable malfunction identified in b5; foreign material was found in air/water cylinder, in air/water tube, and on light guide lens. The following non-reportable findings were found during device evaluation: water tightness was lost due to deformation of scope cover, grip had discoloration, switch box had a scratch, air/water cylinder had discoloration, suction cylinder had discoloration, plug unit had corrosion due to water leakage, circuit board unit in scope connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, scope connector case unit was dirty due to water leakage, cable unit had corrosion due to water leakage, insulation resistance value at distal end did not meet the standard value due to a chip on plastic distal end cover, illumination was uneven due to burn on light guide lens, light guide lens had a crack, connecting tube had a buckling, adhesive on bending section cover was discolored, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope white balance couldn't be carried out. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in air/water cylinder, in air/water tube, and on light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material on in air/water cylinder, air/water channel, and light guide lens was due to reprocessing not conducted properly due to leakage from scope cover. Subsequently, the materials were not possibly eliminated. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.